Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, an error code 5 occurred. Then the surgeon set it again, the titanium tip was broken when tested outside of the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.